Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 3.6mm offset at the tips. The grips were not found to have cracking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the large needle driver instrument was defective. At the front of the instrument, one side was bent, and the coating has come off. There were no reports of patient involvement.